Event description:
The facility's biomedical engineer reported an infusion pump that non-delivered during biomed testing. A follow-up hosp rep revealed they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.